Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated the blood glucose was low due to a stomach virus. The customer reported via phone call indicating that she was hospitalized due diabetic ketoacidosis. Customer's blood glucose at time of incidents was unknown. Customer declined 24 hour helpline. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. Customer corrected and they feel fine.